Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call sensor glucose and blood glucose differences. The customer's blood glucose reading was 120 mg/dl and 40 mg/dl for sensor glucose. The customer indicated that the current sensor does not work with any transmitter. Troubleshooting explained sensor glucose and blood glucose to customer and the customer indicated that a new sensor was used and is working fine.